Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event of loss of pacing was not confirmed.

Event description:
Additional information was received indicating that event occurred during implant and loss of capture was observed.

Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
It was reported that loss of pacing was observed on the left ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.